Event description:
During follow up, low pacing impedance and loss of capture were observed on the left ventricular lead. Lead dislodgment was suspected due to a fall experienced by the patient that was unrelated to the implanted system. Lead repositioning is anticipated but has not been performed. The patient was stable.